Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of elevated blood glucose associated with meals and snacks, including snacking after dinner that led to postprandial spikes, after which the pump delivered corrective insulin and brought glucose into range. Symptoms included hyperglycemia. Outcomes included resolution with device-driven correction and no alerts or alarms. Investigation included review of reported glucose trends and troubleshooting with education. Investigation of this case revealed that device performance was consistent with expected automated corrections and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.